Event description:
Provider states this is the 3rd set of engagement knobs that the 3 seated pins have somehow worked themselves out of. Consumer has found the knobs laying on their floor. No additional information provided.